Event description:
Patient was revised to address femoral fracture.

Manufacturer narrative:
Examination of the reported device was not possible as it was not revised. It has been indicated the patient fractured their femur below the femoral prosthesis. The fracture was cabled and plated. The femoral prosthesis remains implanted. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. No further event information or investigational inputs were provided. The investiation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.